Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed a button error. The customer¿s blood glucose was 30 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error after the customer's spouse pushed alot of buttons due to customer had a low blood glucose reading. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported to have experienced a low blood glucose of 30 mg/dl and treated with food. Customer declined low blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump passed the delivery accuracy test. The insulin pump was tested with no backlight anomaly noted. The insulin pump was received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.